Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the reported issue of unknown error message was not confirmed with the test strips. Unrelated to the test strips involved with this complaint were found to have an overlabel issue (another third party label was printed on top of the original label to specify usage for the intended country). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.